Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was 230 mg/dl. The customer reported having symptoms of vomiting. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that they were off the insulin pump while hospitalized, and was trying to reconnect, but locked themselves out of the insulin pump. Troubleshooting occured, assisted with unlocking the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.